Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, and after pushing green button, while the surgeon tried to cut throw lung tissue, he realized that the staple was jammed when he was using instrument and he could not loop the firing handle. The stapler was unable to fire and the surgeon was unable to squeeze the handle. The surgeon used another device to complete the case. There was no patient injury.